Manufacturer narrative:
No scrolling numbers noted. No button error alarm noted. All buttons function properly; however the insulin pump had corroded keypad traces. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that they received a button error alarm after a battery replacement. The customer's blood glucose was 210 mg/dl. The customer also reported the insulin pump began to scroll when the customer attempted to bolus prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.